Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records

Event description:
The user facility reported a 56-year-old male patient in acute myocardial infarction cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During the procedure, the tissue plasminogen activator was infusing through purge when they experienced low purge flow high purge pressure. The pressure improved. No patient harm or injury reported.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.